Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that prior to the patient getting an MRI for issues unrelated to the device/therapy, the patient¿s settings were changed using the patient programmer. This occured several months ago in 2016. It was reported that after this occurred there was no longer an adaptive stimulation setting for the sitting position and the patient was then having increased back pain on the left side. The patient's pain began towards the end of 2016 and the beginning 2017 in (B)(6). It was also reported that the patient also had increased stiffness when they transferred from a sitting position to a standing position. The patient would like to have their device programmed to their old settings.